Event description:
It was reported that the customer was hospitalized for high blood glucose of 393 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. It was stated that the customer is pregnant and her doctor want to be sure the device is functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned pages.